Event description:
Additional information found it was further reported the patient felt pulsing in the right butt and it was ¿uncomfortable real sensitive.¿ it was noted the patient ¿could feel it¿ when she lay on her back. It was stated the patient was in great pain. It was reported the caller saw ¿2 devices with com, with the question mark between them.¿ it was stated the patient fell the weekend prior to report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v620561, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect and had no symptom control. The patient was feeling stimulation in the device pocket. It was stated the patient had stimulation up to 7.5v and then moved, and then received a "jolt." In addition to the shocking/jolting reported, it was also indicated the stimulation was intermittent. The stimulation was turned off and the "jolting"¿ went away. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had loss of therapeutic effect. The patient had lots of bladder problems. She was going to the bathroom every 2 hours at night and they are not seeing any symptom relief with the neurostimulator (ins).the reporter was unsure if the ins was on or if patient was feeling stim and would like to know if adjustments could be done. She stated she did not remember if the trial helped she felt it may have been a little bit but since implant of ins patient was not noticing any results.